Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during pre-op for unilateral thyroidectomy that opening the packaging, it was found that the inflation cuff of the tube had detached. This is an issue related to product manufacturing and factory quality control. There was no patient involved.

Manufacturer narrative:
H3: product analysis found there was only a size 7 trivantage tube returned in a large plastic sleeve (non-original packaging). The harness had paper tape intact when returned. There were traces of contamination observed on silver trace pad. Upon return, it was observed that the inflation assembly/tube was detached from trivantage tube. The functional testing is not required per (B)(4). The complaint was confirmed, due to an out of specification condition. H6: previously applied codes fdm b21, fdr c21 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.